Event description:
It was reported that the battery of this implantable device emitted beeping tones due to suspected premature battery depletion. The device was noted to have triggered eri. This device remains in service. No adverse patient effects were reported.